Event description:
The customer reported that patient images were not retrievable from the system. Data loss. There is no report of patient injury or death.

Manufacturer narrative:
No ge service was provided. The customer cleared the fault.